Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the shoulder bolt that secures the siderail latch missing. The technician replaced the bolt to repair the bed.